Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15320. It was reported the pt was not experiencing effective stimulation. The pt's scs system was subsequently explanted. The sjm rep noted wires were coming out of the contacts on the explanted lead. It is unk if the wires came out of the contacts during the explant procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.